Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The standard inflate/deflate pump was visually inspected, and leak tested. No leaks were identified. Visual test of the standard inflate/deflate pump revealed that the pump had scaling and fibrous capsule around the pump block. The cylinders were visually inspected and functionally tested. No damage or abnormality was noted. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the silicon at the distal part of the cylinders came off and the mesh underneath integrated into tissue. The reservoir was deflated and not explanted; the reservoir tubing was capped. The cylinders and the pump were removed and replaced with a tactra penile prosthesis. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the silicon at the distal part of the cylinders came off and the mesh underneath integrated into tissue. The reservoir was deflated and not explanted; the reservoir tubing was capped. The cylinders and the pump were removed and replaced with a tactra penile prosthesis. There were no patient complications.